Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "during surgery, it was found that the reamer shaft could not be assembled, thus the surgeon impacted it lightly then it could be assembled. Thus, it was managed to use it for the surgery.